Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for evaluation. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. The coil was repositioned many times and as the physician was attempting to redeploy the coil, the microcatheter kicked back and the coil prematurely detached inside the microcatheter. A probable assignable cause related to operational context has been assigned to the event as the issue was associated with a product that meets design and manufacture specifications but due to procedural factors during use, the device performance was limited.

Event description:
It was reported that the coil was delivered to the target lesion; however, the physician was unable to detach the coil. The subject coil was repositioned many times and as the physician was attempting to redeploy the coil, the microcatheter kicked back and the coil prematurely detached inside the microcatheter. The detached coil and the microcatheter were successfully removed from the patient as one unit. There was no clinical consequence to the patient.

Event description:
It was reported that the coil was delivered to the target lesion; however, the physician was unable to detach the coil. The subject coil was repositioned many times and as the physician was attempting to redeploy the coil, the microcatheter kicked back and the coil prematurely detached inside the microcatheter. The detached coil and the microcatheter were successfully removed from the patient as one unit. There was no clinical consequence to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.